Event description:
Upon starting therapeutic procedure it was noted that blood was entering via plasma and return lines, instead of red cell line. Blood was being centrifuged clockwise instead of in a counter clockwise motion. Red cells were being diverted into collection bag as opposed plasma. Procedure was immediately aborted, but no rinseback was possible. Pt. Lost approx 300 ml blood. When disposable was examined red cell and plasma lines were connected wrong from factory shipped product.